Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the prosthesis had come apart and become severely deformed. Removing it was very difficult as it had migrated into the common bile duct. The patient is doing well.